Event description:
Boston scientific (formerly guidant) received information that this patient received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. Nine years post implant, the patient was admitted with abdominal pain, a contained rupture with distal left iliac enlargement due to a type I endoleak was identified. The patient required open repair of the endoleak via an interposition graft sewn from the infra-renal level to the ancure endograft. No further adverse patient effects were noted and the follow up appointment was unremarkable. It was also noted in the history and physical, that the ancure graft previously required subsequent self-expanding stents and angioplasties of the iliac limbs. This appears to have been done near the initial graft implantation nine years earlier. The ancure endograft will be monitored by the following physician. To date, no further adverse patient effects were reported.

Manufacturer narrative:
This endograft remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.